Manufacturer narrative:
Date sent: 8/30/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video laparoscopic rectossigmoidectomy procedure, the tip of the instrument was broken. The surgeon found the missing blade tip without any injury to the patient. There was no patient consequence.